Event description:
Per customer complaints: she is complaining that the guard has begun to separate on her. She has been using it without difficulty since last november. And now it has begun to fall apart. Handled a call from a customer who stated that she purchased it in november and has been using without difficulty. Now it has begun to fall apart. She no longer has any of the product information due to the length of time. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.